Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture.

Event description:
Patient reported "breast misshapen and painful, rupture and caps contracture (unknown baker grade) is suspected". Unknown side. Device remains implanted.

Event description:
Patient reported unknown side rupture, "misshapen, painful, caps contracture is suspected" baker grade unknown. Patient reported additional "lymph nodes were swollen" and "dislike the shape". The device remains implanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b5, d6a.

Event description:
Patient reported additional "lymph nodes were swollen" and "biopsy taken".